Event description:
The pt's husband called in response to the recall notice. No physiological effects were reported. The insulin infusion device was replaced and requested to be returned for eval. Eval of the device found that both the up and down buttons were defective.